Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle was received with a fully depleted battery. The handle was placed on an rpa v16 charger to attempt to charge. After some time, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger, but did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software. This showed the voltage imbalance at rest (vimr) bit was tripped, permanently disabling the battery. Analysis of the extracted battery data shows a difference between the cell voltages of at least 200 mv. Both battery cells were found to be vented. It was noted that the handle had 241 of 300 procedures remaining. The handle was noted to be running software. It was reported that the handle did not initialize and did not charge. The reported issues were confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device did not turn on or charge. There was no patient involved. Medtronic's initial evaluation of the incident is that the handle was received with a fully depleted battery. Both battery cells were found to be vented.